Manufacturer narrative:
The patient remains ongoing on heartmate 3 lvas. A direct correlation between heartmate 3 lvas and the reported events could not conclusively be established through this evaluation. The hm3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of the hm3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found in this document. No further informaton was provided. The manufacturer will closing their records on this event.

Event description:
Dditional information received indicating the patient was admitted on (B)(6) 2018 and discharged on (B)(6) 2018. The anemia was present before implant, but the patient was cleared by hemology for implant. The healthcare provider stated that this was an exacerbation of a pre-existing condition. The patient continued to be treated with prednisone and, if needed, blood transfusions, with flair-ups of this condition. Otherwise, there was no change in lvad care and this was not different than how the patient was being treated pre-vad implant.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had exacerbation of hemolytic anemia(chronic illness) and goes in for routine clinic visits. Patient stated that they have been more tired than usual with dark urine(unsure of starting date of symptoms). The patient was found to have low hgb and slightly increased lactate dehydrogenase (ldh). Admitted for treatment. Hematology saw the patient and a direct antiglobulin test and c3 were (B)(6) but the extent of hemolysis was minimal. It was recommended to increase oral prednisone to 10 mg daily(from 2.5). The patient was transfused to keep hgb around 8 and will continue procrit(home med). Hgb at admission was 8.2 and ldh was 281 iu/liter.